Event description:
A (B)(6) old female pt's daughter-in-law contacted zoll customer support to report that the battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. The cause for the charger/modem not powering up was a defective power brick connector. The root cause of the defective power brick connector cannot be positively identified. No adverse event resulted form the defective power brick. The pt received a replacement battery charger/modem.